Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no kinks and no other anomalies noted the device. On the functional evaluation of the device, the balloon tried to inflate with the in-house presto device, upon inflation no leaking of water noted on the balloon and maintain the pressure and shape. No evidence of balloon rupture noted on the returned device. Therefore, the investigation has unconfirmed for reported balloon rupture as no evidence of balloon rupture noted on the returned device and no leaking of water anywhere on the balloon during the functional evaluation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.